Event description:
The manufacturer received information alleging a ventilator was alarming for a "service required" message. There was no patient harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's sensor board was replaced to address this issue.